Event description:
It was reported that the pump exhibited a plunger issue. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on lower left front corner and the right plunger case was cracked. A review of the event history log identified check clutch/plunger lever error. During functional testing the check clutch/plunger lever error was found near the end of the occlusion test each time. The root cause of the issue was related to normal wear as the pump was over 11 years old. Replaced position pot also replaced lead screw and both clutch halves for preventive and performed preventative maintenance and all functional testing.